Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked with power injector the patient was diagnosed with ¿chronic gastritis¿ on (B)(6) 2025 due to memory loss for half a month, and was admitted to the hospital for treatment. When coronary angiography was given to the patient on (B)(6) 2025, the end cap of the closed venous indwelling needle was found to be separated from the needle in the process of high-pressure injection and the liquid leaked out, so he immediately did a good job of explaining the situation to the patient. Immediately explain the situation to the patient. Re-inject the medication.

Manufacturer narrative:
1. DHR/bhr review (lot#4109422): 1) this batch of products were assembled at intima ii auto line 3 in jun 2024, and packaged at r240 & cfs package line in jun 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. Sku#383019 is an intima ii product . The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high-pressure injection, the root cause of the complaint may be related to the incorrect use of the product. Customers are advised to use suitable products.

Event description:
No additional information is available.